Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that there was a line through the display of the patient's onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall when the alleged issue with the meter's display first occurred. The patient manages her diabetes with insulin pump therapy. The reporter indicated because of the alleged issue, the patient had increased her insulin dose on an unspecified date and time. The reporter was unable or unwilling to say whether the patient had developed any symptoms as a result of the alleged issue. She claimed that after the start of the alleged issue, the patient had self-administered insulin treatment but was unable to recall the time, the type or the dose she administered. The reporter indicated that the patient's blood glucose levels were checked on another device, but was unable to recall the result she obtained. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The patient did not have her own backup meter. Replacement products were sent to the patient. In conclusion, from the information provided, the patient did not develop any signs or symptoms of an acute diabetes excursion nor did she receive medical intervention for any symptoms. However, this complaint is being reported as a malfunction because the alleged display issue remained unresolved at the time of troubleshooting.